Event description:
During a lap liver donor nephrectomy procedure, two different handports were used and both ripped on the top side. The product was used correctly with the iris valve being fully opened before the hand was inserted or removed. No pt consequence.